Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited report loss of capture at high outputs. The lead seemed to be in the correct position on a chest x-ray. Based on information provided it seemed to be a lead dislodgement. The device was reprogrammed and the patient was sent home. No additional information was available. Patient symptoms were not provided.

Manufacturer narrative:
Correction: manufacturer name: should have been legal manufacturing site - st. Jude medical, inc. (B)(4).